Event description:
The customer reported that the alarm failed. Unknown patient involvement at the time of the event, but there was no harm reported. The authorized service provider (asp) was able to duplicate the customer complaint. The asp replaced the cpu and speaker and tested the ventilator. All tests passed and the ventilator was returned to service.

Manufacturer narrative:
Upon further investigation, the primary alarm failure was discovered by an authorized service provider (asp) during periodic maintenance. There was no patient involvement. Therefore, this complaint no longer meets reportability requirements.